Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board needs replaced to address the issue. There was evidence of contamination. The device was returned unrepaired per customer's request.